Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the o2 sensor was out of range of calibration. The user reported the unit was powered off and on and as a result the oxygen sensor calibrated. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this result.